Event description:
The pt took 10 units of regular insulin and 15 units of nph then tested the blood glucose on the suspect device and it was 367 mg/dl at 9am. Pt was given food based on symptoms. Nurse and doctor came over to the house and gave the pt a glucose IV.